Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 in pt's eye and the lens tore when it came out the slit in the cartridge. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No pt injury occurred.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens. Conclusions: no conclusions can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.